Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 90cm slimtip implant lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6554208. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2026, [related manufacturer reference number: (B)(4), a partial lead was left implanted. It is unknown which lead was at fault. As a result, surgical intervention was undertaken wherein the partial lead was explanted.